Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new ra optisense lead was implanted for unknown reasons and the first ra tendril lead was left within the body. Post implant high capture threshold and low sensing was noted. Both leads were then explanted and replaced. One showed an insulation defect and the other had a helix rotation anomaly. It is unknown which lead that had which anomaly. The patient's condition is fine after the event.

Manufacturer narrative:
Correction: this supplemental report is to correct the follow-up report 1.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.